Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement. No device malfunction was suspected and the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement. No device malfunction was suspected and the patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.